Event description:
It was reported a patient presented for an implant procedure on (B)(6) 2025, during procedure it was noted the atrial port of the pacemaker was showing high pacing impedance. The pacemaker was not used and replaced within the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of high lead impedance was confirmed. The device was received with contact spring missing from the atrial connector port. Electrical and mechanical tests performed including output verification, and header evaluation did not identify any functional issues except for the missing spring. The missing spring may have been attributed by a workmanship anomaly.

Manufacturer narrative:
The following statement should have been included in h11: a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Correction: d6a should not have been included as this device was not implanted.